Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding patient's who have been implanted with a neurostimulator (ins). It was reported that the rep mentioned that a few other patient's having shocking sensation at pocket site without explanation. The rep said they cannot remember names and do not have any further information. No further complications were reported or anticipated with this event.